Event description:
This is linked to mfg report numbers: 3013886523-2023-00189. 3013886523-2024-00015. A patient reported a certas valve was implanted on (B)(6) 2023. On (B)(6) 2023, shunt was set at 5. On (B)(6) 2023, the shunt was checked at 4, and was set again to 5. On (B)(6) 2023, the shunt was checked, and found at 4 again, then set to 6. On (B)(6)2023, the shunt was checked and found at 2, therefore it was set to 5 again. On (B)(6) 2023, a new shunt was placed, and was set on 4. The patient is currently fine when sitting or resting. However, still dizzy and nauseated when getting up. The first shunt was placed on (B)(6) 2023 which was found to be defective. The second shunt was placed on (B)(6) 2023 and was also defective. The third shunt was placed on (B)(6) 2023 with setting 4. There is currently no complaint for the third shunt. The patient was fine when sitting or resting; however, she experienced dizziness and nausea when getting up.

Manufacturer narrative:
The certas valve was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. No root cause needed as: ¿there is currently no complaint for the third shunt placed on (B)(6) 2023¿. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
DHR - lot 7174255, conformed to the specifications when released to stock. Additional information received: (brief operative note) name: (B)(6) is a 60 years old. Female. Ob: (B)(6) 1962. Date of operation: (B)(6) 2023 . Preoperative diagnosis: vp (ventriculoperitoneal) shunt status, obstructive hydrocephalus post-op diagnosis: vp (ventriculoperitoneal) shunt status, obstructive hydrocephalus procedure(s) (lrb): replacement/revision cerebrospinal fluid shunt system - ventriculoperitoneal (right) findings: functioning proximal catheter, replaced valve and distal catheter. Estimated blood loss: no blood loss documented. Specimen(s) removed/disposition: no specimens in log complications: none0 disposition: ICU - stable.